Event description:
During an lsh, the koh cup was left in the patient. The patient returned to the clinic noting something was retained in her vagina. It is believed the koh cup was removed.

Manufacturer narrative:
The details of the complaint appear to indicate the physician had used the colpotomizer system one or two times previously. In keeping with good medical practice, the physician is responsible to ensure all non-implantable devices are removed from the patient.